Event description:
Leica biosystems received a complaint regarding two (2) incidents involving sub-optimal tissue processing. The complainant advised that a user had "changed the alcohol on (B)(6) 2015 and tissue are fine. Processing went through completion with no error but the concentration of the bottles are not accurate...". On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2015. The fse reported that the laboratory manager had advised that an incorrect reagent may have been installed on the instrument by a member of the laboratory staff; that several reagents had been replaced prior to fse attendance at the laboratory; and the quality of tissue processing from a run on (B)(6) 2015 was satisfactory. The fse performed system verification tests, for which the results were satisfactory. Sub-optimal tissue processing was derived from the "factory 8hr xylene standard" protocol started in retort a at 08:09am on (B)(6) 2015 and the "factory 2hr xylene standard" protocol started in retort b at 05:46am on (B)(6) 2015. On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 6 (ethanol) was removed from the instrument at 06:50am on (B)(4) 2015 for six (6) seconds, which is insufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the actual concentration of the reagent in bottle 6 which was used for the final dehydration step of the protocols from which sub-optimal tissue processing reported remained unchanged at 48.8% because the reagent had not been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processings steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a use error involving failure by the user to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual, which occurred prior to commencement of the affected protocols.